Event description:
The facility representative reported to largo customer service a pump with an unspecified occlusion, which stopped the patient infusion. This event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has been received in baxter and an evaluation is being performed. A follow-up report will be submitted when the evaluation is completed.